Event description:
It was reported the pt had a surgical procedure due to "device sticking out, but no swelling". No symptoms or outcome were reported. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.